Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) ipg would no longer communicate with multiple programmers. In turn, surgical intervention was undertaken to explant the ipg. Note: implant and explant dates are unknown at this time.

Event description:
Additional investigation revealed the reported device was not implanted in the patient. The patient underwent an implant procedure on (B)(6) 2017 during which communication could not be established between the ipg and the clinician programmer. As such, stimulation could not be achieved. Hence, a new ipg was used to complete the procedure which resolved the issue.